Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation while in the hosp. Multiple counting contributed to the false detection. The pt was reportedly on a ventilator. The response buttons were pressed after the event. The pt remained in the hosp and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 05/2014, electrode belt sn (B)(4) - 06/2014. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).